Event description:
It was observed during the device inspection that the bronchofiberscope¿s connecting tube coating was peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. Based on the results of the following investigation, although the cause cannot be identified, it is possible that the following stress was applied to the insertion part: physical stress such as rubbing or hitting the insertion section. Chemical stress due to carrying out reprocessing not recommended in the IFU (reprocessing manual). Stress due to poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.) The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.